Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited loss of capture. Lead dislodgement was suspected. The lead was repositioned successfully.